Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller stated that they had an issue last night, the caller reported that they went to make an adjustment to the therapy like they do periodically, as needed if the patient is having problems. After syncing the patient programmer, the caller accidentally hit the minus button instead of the plus button, when they went to correct and increase it, it would not increase. The caller discovered that the therapy had been turned off and they do not know how it got turned off. The caller then turned the therapy on and it came on at a level too strong for the patient and then the patient started screaming because it was too strong. The therapy is fine now, but they do not know how it got turned off. Discussed the pt programmer buttons. Inquired if the therapy had been turned off for any medical tests or travel and they said no. They inquired about the soft start feature. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.